Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250s mg/dl) and a bolus via the pump was delivered to address the high bg level. The cause of the high bg was not known. The customer had been rotating the infusion set site to new areas and had not seen any issues with the site. New vials of insulin had been used. The customer had reached to a healthcare provider to discuss the high bg events.